Manufacturer narrative:
This device remains implanted; therefore, technical analysis cannot be conducted. Without a returned device it is not possible to definitively confirm how the device may have contributed to the complaint incident. If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this pacemaker had a stored episode of pacemaker mediated tachycardia (pmt). Technical services reviewed available device data and discussed further information beyond the pmt episode. Atrial oversensing was noted as well as potential supraventricular tachycardia (svt) with upper rate behavior labeled as pmt. Consideration of programming changes was recommended. Additionally, backup ventricular pacing (vp) was required in the presence of increasing right ventricular (rv) pacing threshold. Assessment of rv threshold in-clinic was recommended. No adverse patient effects were reported. This device remains in service. To date, no additional information has been received. Should additional follow-up information be provided in the future, an updated report will be issued.

Event description:
It was reported that this pacemaker had a stored episode of pacemaker mediated tachycardia (pmt). Technical services reviewed available device data and discussed further information beyond the pmt episode. Atrial oversensing was noted as well as potential supraventricular tachycardia (svt) with upper rate behavior labeled as pmt. Consideration of programming changes was recommended. Additionally, backup ventricular pacing (vp) was required in the presence of increasing right ventricular (rv) pacing threshold. Assessment of rv threshold in-clinic was recommended. No adverse patient effects were reported. This device remains in service.